Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of a greater than 8 cm abdominal aortic aneurysm approximately four weeks ago. It was reported that an archer wire was inserted on the left side and one on the right. The bifurcated stent graft was partially deployed. The physician was attempting to cannulate the gate and it felt as the wire was getting caught. At this point it was noted that the green coating was flaking off of the archer wire. The contralateral limb was deployed and the archer wire removed from the patient. The physician turned his attention to the other wire and saw the same flaking. The archer wire was removed and exchanged for another manufacturer's wire and the case was successfully completed. There was no injury to the patient and the patient is fine. It is unknown if any of the flakes from the wire remain in the patient. No further information was provided.

Manufacturer narrative:
(B)(4).